Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient using the ilet experienced recurrent hypoglycemia with multiple daily low glucose readings in the 70s over several months, and the healthcare provider recommended transitioning to another insulin delivery system. Symptoms included hypoglycemia. Outcomes included patient-reported adverse events without hospitalization or emergency care. Investigation included complaint intake review and troubleshooting and education, after which the patient declined further training. Investigation of this case revealed no device malfunction identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.